Manufacturer narrative:
Information from this event will be included in our product complaint and MDR trend analysis. [(B)(4)].

Event description:
Consumer stated that tampon unraveled and components separated upon removal on the last day of period. No injury was reported, no medical intervention needed.